Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported " implant has ripped and silicone has spilled into the lymph nodes". Device remains implanted. This relates to the left side.